Manufacturer narrative:
Block b3: exact date unknown, event occurred 5 years ago from date manufacturer was made aware. Block d6b: explant date: 5 years ago.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.